Manufacturer narrative:
H3/h6: the device was not returned for analysis. Service history review identified that no previous repairs were noted within the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, problem confirmation cannot be performed. Therefore, the cause of the issue could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the infusion had ended, yet it was not expected to be complete until later that day. Settings were reviewed, and the resolution volume was 0, continuous rate was 5ml/hour and the volume given was 156ml. The medication label was also reviewed and there was 3,745mg of 5fu in ns0.9+ total volume of 230ml over 46 hours. Per reporter the cassette appeared empty. The infusion was completed in 31 hours instead of 46 hours. There was patient involvement and no patient harm/adverse event reported.